Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item had been assigned to the wrong zone. A technical support specialist spoke with the customer and explained that the issue arose because the fluconazole 150 had been stocked in the incorrect bin, which led to potential mismanagement of inventory. The technical support specialist then insisted that the customer needed to send out a destock label for the fluconazole 150 in the incorrect bin and perform a new fill to ensure the medication was stocked in the proper location. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 2000 the medication item was assigned to the wrong zone. The customer reported that drawer not opening when issuing at item fluconazole 150 stocked in bin 00 11 02. There were no adverse events or injuries reported based on this incident.